Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, device back up vvi issue was observed on the device. Patient was requested to send the manual transmission remotely via merlin.net to confirm device backup vvi. Device was programmed back to normal function. No further information available.